Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:28:05. During night drain cycle one, the patient's ultrafiltration reading was 1670ml, indicating the home patient (hp) drained 1670ml more than their maximum programmed fill volume of 2000ml. No further information was avaialble.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported increased intra-peritoneal volume (iipv) condition. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. An internal and external inspection was performed and found no issues. The cause was determined to be false empty detect at initial drain (I-drain) and I-drain alarm volume was met. Should additional relevant information become available a supplemental report will be submitted.